Event description:
The facility reported a colleague infusion pump with a "mechanical function", which was discovered upon device power-up in the bio-medical department. Upon reviewing the pump's event history, baxter quality engineering identified this condition as failure code 806:10 and discovered this event interrupted delivery. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. This device is a remediated colleague pump with a user interface module software version of 5.09.90.

Manufacturer narrative:
(B)(4). Additional information: a service history review revealed no previous service events were related to the reported condition. Similar reports have been received for the reported problem. Additional investigation is being conducted through (B)(4).

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with "mechanical function" was not confirmed nor duplicated during product evaluation. However, the condition of failure code 806:10 was discovered and confirmed in the pump's event history. This condition was caused by a faulty pumphead module. The pumphead module was replaced to correct this condition. Review of the event history determined that the reported condition occurred on (B)(6) 2011 not on the reported occurrence date of (B)(6) 2011. Should additional information be received, a follow-up medwatch will be submitted.